Manufacturer narrative:
Per the instructions for use (IFU), central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. The cause of the pvl cannot be confirmed, however may be related to patient/procedural factors (cardiac remodeling). The cause of the central leak was due to a re-dilatation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Per the field clinical specialist (fcs), a patient had mild paravalvular leak (pvl) after initial implant of 20mm sapien ultra valve in (B)(6) 2021. The patient now presented with moderate pvl. The operator decided to re-dilate 20mm valve with 20mm commander delivery system. Post dilation, moderate pvl was gone, however the patient now presented with central leak. The operator decided to place 23mm sapien ultra in the aortic position via transfemoral approach inside of the dilated 20mm sapien ultra. Central leak was resolved however mild pvl was observed. The patient tolerated the procedure well.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information base on the device evaluation. The following sections of this report have been updated: additional information to h10. The sapien 3 ultra valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. All inspections are conducted on 100% of the units. Per procedure, the sapien 3 ultra valve is visually and dimensionally inspected for defects. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the lot history revealed no other similar returned complaints for the trend categories. However, no manufacturing non-conformance's were identified during the investigations of the similar complaints. The instructions were reviewed instruction for use (IFU) for commander delivery system with s3/s3u, device preparation manual, procedural training manual and no IFU/training deficiencies were identified. Assessing aortic regurgitation, echocardiography is the gold standard for assessing prosthetic thv function. Assessing aortic regurgitation: management, differential diagnosis, wide pulse pressure (with lower diastolic pressure than baseline) may indicate severe ar. Echo should be used for assessing prosthetic valve function and aortic regurgitation (central or paravalvular). Probable cause may be due to, improper sizing, valve too low and leaks around skirt, valve too high and skirt unable to seal at annulus, incomplete expansion, bulky calcification creates irregular contact between thv and annulus. Assessing aortic regurgitation: paravalvular, small paravalvular regurgitant jets are common. They are hemodynamically insignificant. They may resolve within minutes to hours. Assessing aortic regurgitation: post dilation, managing post-dilation, if necessary, consider post-dilation if paravalvular jets are clinically significant, use the same rapid ventricular pacing protocol, if limited space in sinuses with bulky calcification, avoid post-dilatation as risk of aortic rupture, hematoma or coronary obstruction is increased. Post dilate with the same balloon. A risk assessment was performed on the reported event and reveal the following applicable items in the risk management worksheet as a potential cause that may lead to procedural delay. Also, there was no evidence of product non-conformance's or labeling/IFU inadequacies identified in the evaluation. Current risk mitigation's include design and manufacturing controls, IFU warnings and cautions, and physician training on how to select the size of thv and deploy the thv. The benefits of the device outweigh the risks associated with paravalvular leak resulting in percutaneous intervention. Additionally, current risk mitigation's include design and manufacturing controls, IFU warnings and cautions, and physician training on how to deploy thv. The benefits of the device outweigh the risks associated with deployed thv exhibits new or increased central regurgitation resulting in percutaneous intervention. No evidence of product non-conformance's or labeling/IFU inadequacies were identified in the evaluation. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for central regurgitation and paravalvular leak were unable to be confirmed due to unavailability of relevant imagery and returned device. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), paravalvular leak (pvl) is also a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. In this case, since the paravalvular leak was resolved with post-dilation it indicates that the initial valve sizing may have been done incorrectly, or patient had a borderline native annulus size between size 20mm and 23mm. Per IFU, incorrect sizing of the valve may lead to pvl. As such, procedural factors (incorrect valve sizing/valve size selection) may have caused the pvl. Per training manual, post-dilation may lead to central ar. In this case, the initial valve was post dilated with extra 4cc. Over expanded the valve may damage the leaflets leading to central leakage. As such, available information suggests that procedural factors (post-dilation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified.

Event description:
Per the field clinical specialist (fcs), a patient had mild paravalvular leak (pvl) after initial implant of 20mm sapien ultra valve in july 2021. The patient now presented with moderate pvl. The operator decided to re-dilate 20mm valve with 20mm commander delivery system. Post dilation, moderate pvl was gone, however the patient now presented with central leak. The operator decided to place 23mm sapien ultra in the aortic position via transfemoral approach inside of the dilated 20mm sapien ultra. Central leak was resolved however mild pvl was observed. The patient tolerated the procedure well.

Manufacturer narrative:
Per the instructions for use (IFU), central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. The cause of the pvl cannot be confirmed, however may be related to patient/procedural factors (cardiac remodeling). The cause of the central leak was due to a re-dilatation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.